Event description:
As reported by the sales rep per the user facility: post perivertebral nerve block, nurse was asked to remove the catheters. When nurse removed cath, noted blue tip of one of the catheters was missing. No resistance stated by nurse with removal of catheter. Physician came to examine the catheter and stated a small portion of the catheter is missing in the pt. Ordered a CT scan of the thorax immediately to find a 10 cm fragment noted right posterior perispinal soft tissues between t7 and t10. Neurosurgeon was consulted and surgeon felt that catheter tip was so tiny in a muscle mass and to try to find it would be a chance. Surgery was not performed and surgeon felt by leaving piece of catheter in pt would not cause harm. Pt was discharged with no ill effects at this time. Add'l info provided by the facility indicated the pt has suffered no adverse sequela associated with the reported incident. The facility will return the product for eval after their internal investigation is complete. The reported lot number is from the facility's current inventory and is not necessarily the lot involved in the incident.

Manufacturer narrative:
The sample is being retained by the facility at this time and will be returned to the MFR for eval, pending the facility's internal investigation. The exact nature of the fracture could not be determined from the event description. Without the actual sample a thorough eval could not be performed. No specific conclusions can be drawn. While no specific conclusions can be drawn regarding the reported incident, incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states, "do not withdraw catheter through the needle because of possible danger of shearing." A device history record review was performed for the reported possible lot. No non-conformances were reported during the mfg process. There are no other reports of this nature against the reported catalog number, catheter, or the reported possible lot number. All available info has been forwarded to the actual MFR for further eval. If the actual sample becomes available for eval a f/u report will be filed.